Manufacturer narrative:
Date sent to FDA: 7/20/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to FDA: 7/20/2021.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when the pull off occurred? The wound caused by trauma. Were there any patient consequences? Unknown.

Event description:
It was reported that a patient underwent an unknown trauma procedure on (B)(6) 2021 and suture was used. During the procedure, pulling off of the suture needle occurred when sewing the wound. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.